Manufacturer narrative:
D3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant in (B)(6) 2022 and is not happy overall. He stated that the physician 'butchered' him and the device was way too small. The patient stated he has to pump it up 40 to 50 times. There were no patient complications reported.